Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 09/10/2021 it was reported by a sales representative via email that an ar-1588tnt acl-fibertag®-tightrope® the suture was frayed on the fibertag. The surgeon was concerned about the implant. This was dicovered on 09/10/2021 during an acl. The surgeon opened a new implant and completed the case. There was no patient affect. Additional information requested 09/13/2021